Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise appears in the image during angle operation. (Unable to take photos) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the subject device exhibited an issue when applying angulation down, the endoscope video image disappeared. This occurred during set up and inspection for use. There were no reports of patient harm.